Manufacturer narrative:
(B)(4). Approximate age of device- 6 years and 10 months. The device and a portion of the percutaneous lead (driveline) has been returned for evaluation.the evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that multiple pump stoppages occurred. During the analysis of the log, the manufacturer¿s technical services representative reported that the log file captured multiple pump stoppages and or speed drops greater than 200 rpms below the low speed limit. On (B)(6) 2017 a distal end percutaneous lead (driveline) replacement was performed 2 inches from the driveline exit site. The patient¿s system controller was also replaced. X-ray images did not show any areas of obvious damage or concern internally or externally. Pump stoppages occurred when connecting the system controller to power module cable. The manufacturer¿s technical services representative manipulated the driveline but could not determine the location of the driveline issue. An ungrounded power module patient cable was provided to the patient. Additional information received reported that the patient underwent a pump exchange on (B)(6) 2017 due to pump stoppages. No additional information was provided.

Manufacturer narrative:
Device evaluation: the replaced external portions of the percutaneous lead and the explanted pump were returned for evaluation. The evaluation of the pump confirmed the report of suspected percutaneous lead wire damage that would have caused the reported pump stoppages. Two distal end percutaneous lead (lead) replacements were performed and both replaced lead segments were returned for analysis. The first replaced portion of the lead measured approximately 15.5 inches in length. The second replaced portion of the lead measured approximately 20 inches in length with the outermost layer of the percutaneous lead replacement site located at approximately 14-18 inches from the metal connector. In addition, six wire segments measuring approximately 6 inches in length were returned from each of the wires. Electrical continuity testing of the replaced percutaneous lead segments revealed that all wires were electrically intact, even with manipulation of the leads. No damage was noted to the outer silicone sleeve or clear bionate layers of the replaced lead segments. Moderate breakdown of the metal braided shield was observed along the length of the first replaced lead segment (most severe at the terminus of the distal end bend relief), which appeared consistent with almost 7 years of use. The outer layers of the percutaneous lead replacement site appeared unremarkable and the underlying wires were properly connected with no evidence of damage. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner metal conductors along the length of the replaced lead segments. The returned portions of the lead were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 1 inch from the nipple of the pump housing and the remainder of the driveline was returned in one segment. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the pump, visual examination of the plump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The percutaneous lead was returned cut approximately 1 inch from the pump housing and the remainder of the lead was returned in one segment measuring approximately 38 inches in length. Electrical continuity testing of the returned lead segments revealed that all wires were electrically intact. No damage was noted to the outer silicone sleeve of the perc lead segments and the lead replacement site appeared unremarkable. The outer silicone sleeve was removed, revealing an area of breakdown of the metal braided shield at approximately 3-4 inches from the pump housing. In addition, holes in the clear bionate were noted in this location, which appeared consistent with melting due to an electrical short. Visual inspection of the underlying wires revealed multiple areas of damage to the insulation of all six wires on the internal portion of the percutaneous lead at approximately 3-4 inches from the pump housing, exposing the inner metal conductors. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported pump stoppages. The interruptions in pump function would have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power as recorded in the submitted system controller log files. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A second distal end percutaneous lead (driveline) replacement was performed by the manufacturer's technical services representative on (B)(6) 2017. The repair site was located at approximately 2 inches from the exit site. Post second repair there were no unusual events seen within the log file.